Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of left ventricular (lv) port on the pulse generator header had partially deployed resulted in the lv lead was unable to be inserted in the pulse generator's header completely. The lv lead was reinserted, and the pulse generator remained implanted. The patient was discharged with no adverse consequences.